Manufacturer narrative:
Study report. The stent remains in the pt. The lot number was provided. As per the rx acculink instruction for use, stent deployment warning states, "ensure optimal positioning of the stent prior to deployment." From the incident info and since the product was not returned for investigation, a conclusive root cause appears to be related to the operational context in which the device was utilized. A review of the finished device lot history record did not reveal any non-conformities that could have contributed to this event.

Event description:
Device malfunction: misplaced stent. Symptoms/ae: placement of a second stent. Time of malfunction: during the procedure. It was reported that a right internal carotid artery stenting procedure, during placement of the rx acculink, the stent was misplaced by 1mm and did not cover the lesion completely. Placement of a second rx acculink stent was required to fully cover the lesion. There were no adverse patient effects reported. One day postprocedure, the pt was discharged to home. There was no additional information provided.